Event description:
Hosp staff connected the vapotherm device to an oxygen flow meter rather than an oxygen blender. Both methods can be used. However, if the prescribed level of oxygen is not 100%, blended gas can be provided using a medical gas blender. In this case, the pt may have been inappropriately connected to an oxygen flow meter rather than a blender. According to risk mgr for hosp, in a telephone interview, the hosp staff connected the vapotherm incorrectly for this particular set-up but there was no pt injury.